Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that " nurses in the medical department of the hospital observed "reddening of the skin in the form of burning and/or phlyctenes on the inner thighs of patients with these urinary catheters. " at the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that " nurses in the medical department of the hospital observed "reddening of the skin in the form of burning and/or phlyctenes on the inner thighs of patients with these urinary catheters . " at the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.